Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.5/3.5/085 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports lens rotation. On (B)(6) 2022 the lens was repositioned but this only temporarily resolved the problem. Then on (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown. It was additionally noted "first lens got rotated vertically twice. Exchanged with a higher size lens and observed for a month and its stable now".

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # :(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).